Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. The customer stated that the device may have been exposed to moisture. He stated that the he changed the battery and the device turns on but then goes blank again. He also reported that the buttons were not responding. The customer stated that the numbers on the screen were not ramping or the scroll bar moving without input. He confirmed the time on the screen was advancing. Customer's blood glucose value is unknown. He was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.